Event description:
Manufacturer - would not supply a complete sterilization and dry time for their surgical instrumentation. They would only supply the sterilization time, not the dry time that is necessary during the sterilization process. Without proper & complete sterilization and dry time parameters, various institutions could be improperly sterilizing these sets, potentially causing infections in pts. This is unacceptable.